Event description:
It was reported by the patient that since the device was implanted "my heart rate seems to go faster and faster" and that "it's over 100 and doesn't want to slow down." It was later reported by the patient's clinic that the atrial preference pacing was programmed off as this was determined to be what was causing the patient's increased heart rate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.